Event description:
A malfunction with code "malf 9" was reported, but no notable events occurred prior to this issue. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction did not recur after the reset. The customer was instructed to continue using the pump and to call back if the issue reappears. The customer acknowledged and understood these instructions.